Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that the ins reached eos on (B)(6) 201 7. The ins will be replaced and will not be returned for analysis.

Manufacturer narrative:
Upon further review of the additional information received, the event is not deemed a reportable malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the ins was still in use and that the end of service wasn't reached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the reason the ins would not be returned was that the customer discarded the ins.

Event description:
Information received from a healthcare professional via a manufacturer representative reported the implantable neurostimulator (ins) was at its end of life (eol). The ins was programmed with an amplitude of 2.6 volts, a pulse width of 20 us, and a frequency of 50 hz. Cycling was used at 0.1/0.1 seconds. The electrodes were noted as c+ -ooo and the impedances were ok.